Event description:
Additional information was received that on (B)(6) 2023, the patient's consciousness and respiration rapidly deteriorated after excretion at home. They were raced to the hospital. The patient suffered cardiopulmonary arrest when they arrived at the hospital. The ambulance crew conducted cardiopulmonary resuscitation (CPR), but the patient showed no signed of return of spontaneous circulation (rsoc). A computed tomography (CT) scan was taken on arrival at the hospital that was negative for intracerebral hemorrhage. The presence of a cerebral infarction was unknown. The cause of the patient's death was not identified as only autopsy imaging was performed and no autopsy. The doctor considered that the patient may have developed acute cardiac failure due to their initial complication of aortic regurgitation. The pump was operating as expected until the driveline was disconnected. The doctor visually examined the pump for thrombus to the extent possible and did not note anything.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6) , did not reveal any device-related issues. A direct correlation between the device and the reported events could not be conclusively established through this evaluation. The pump, (B)(6) , was returned assembled with the driveline intact. The sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) was returned attached to the inlet port. The sealed outflow conduit (outflow graft, outflow graft bend relief, and outflow graft elbow) was returned attached to the pump¿s outlet port. The bend relief collar was returned attached to the sealed outflow conduit. The submitted log file captured approximately 14 days of data. The driveline was disconnected in the final several lines of data, consistent with the report that the driveline was physically disconnected after the patient's confirmed death. No notable events or alarms were captured. The pump appeared to function as intended and operated at or above the low speed limit while the driveline was connected. Upon disassembly of the returned pump, visual inspection of the blood contacting surfaces did not reveal any adhered depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU), rev. B, is currently available. The IFU lists adverse events that may be associated with the use of the hm ii lvas, including death. The IFU also warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2023. One low flow event was noted in the log files.